Manufacturer narrative:
Technician found latch bent where latch pivots were partially pulled out with the retaining ring off. He reassembled latch to resolve.

Event description:
Account stated the bed was in storage for some time. He alleged the left intermediate siderail will not lock at the up position. It will raise up and down, but will not lock. No injury reported.